Event description:
A customer reported via phone call indicating that they experienced high blood glucose of around 600 mg/dl. The customer stated they were using 23 inch tubing and using humalog at the time. However the customer stated that there were particles in the tubing possibly due to crystallization. The customer's insulin pump did not deliver a no delivery alarm for the fact that the customer was not receiving insulin. The customer did not provide any information on treatment for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.